Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic after receiving a patient vibratory alert, low out of range high voltage lead impedance was observed. Lead replacement was recommended. No further information is available.